Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During the atrial fibrillation procedure, when aspirating the sheath with a catheter or wire inserted, there was a lot of air. A drip was also noted out the back of the sheath. When the sheath was aspirated with no catheter inserted, blood was aspirated. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. Review of the device history record was not possible as the lot number is unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.